Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml) via an implanted pump. The patient¿s medical history was noted to be ms (multiple sclerosis). The indication for pump use was intractable spasticity. It was reported that the patient had a bump on top of his pump that was hard to the touch. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery. When the pump pocket was opened, it was found that the catheter had moved to the front of the pump and was kinked causing the bump under the skin. The pump connector was replaced. The hcp also opted to replace the pump as well. Per the hcp, there was nothing wrong with the pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.